Event description:
Left heart cath during ivus (intravascular ultrasound) imaging, the tip of the ivus catheter had disconnected from the catheter, remaining in the body. Md retrieved the foreign body, and the case resumed.